Event description:
It was reported that during use, the pilot balloon got detached from the inflation line, causing leakage of air from the cuff to occur. Device change out was done to resolve issue. No patient injury. No additional information is available for this complaint.

Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms (B)(4). No problems or issues were identified during this device history review. One decontaminated sample was returned for evaluation. Under visual inspection we noticed that inflation line was detached from pilot balloon. Thus confirming the reported failure mode. No other analysis was performed. A non-conforming report was created in order to perform a complete cause analysis for the failure mode reported, inflation line detached; the analysis performed in the sample received concluded that the occurrence of this failure condition could be caused by: not enough tetrahydrofuran solvent at joint caused by bad condition on the feeder system equipment. Actions were implemented immediately to mitigate this reported condition by improving process steps directly related to factors in process that may infer on this failure: a checklist was added to the procedure inflation line subassembly, that is used to release the equipment. It includes a verification in the critical alignment tooling that technician needs to do, with the purpose to confirm that tube can be inserted properly and the connection with the balloon is secure, avoiding weak join between these two components. Also there was an update to the checklist related to the maintenance procedure, that is used to record preventive maintenance. It includes a new method of the maintenance execution verification in order to assure the adherence of the procedure and that samples produced after maintenance keep the quality features consistently.